Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation, there was no transmitter loss of connection on the date of issue. The reported event loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/22/2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.